Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during intraocular lens implantation surgery, there was a scratch found on the rear surface of the lens optic. The surgery was performed and completed without product replacement and the lens also remains in place.

Manufacturer narrative:
Additional information was provided in h3, h6 and h11. A customer reported that after implanting the iol (intra ocular lens), there was a scratch found on the rear surface of the iol optic. Customer technical inquiries: none received - no technical inquiries were received from the customer. The company delivery system injector sample was not received at the manufacturing site for evaluation for the report of a scratch on the rear surface of the iol; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The exact root cause for this complaint issue cannot be determined as no injector sample was returned; therefore, specific action with regard to this complaint cannot be taken. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.